Manufacturer narrative:
Approximate age of device 2 years. The event took place in germany. The patient remains ongoing on lvad support awaiting a heart transplant. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported after approximately 2 years of support, the patient observed pump speed drops on the system controller. The patient was asymptomatic. System controller log files reviewed by the manufacturer's technical service representative showed pump speed drops related to a driveline short to shield condition. Submitted x-rays images of the entire driveline did not show any damaged areas. It was reported that the patient is already on the transplant list and is being considered for high urgency transplant status. A decision was made to have the patient remain on a non-grounded patient cable for use with the power module while awaiting a heart transplant. No additional information was provided.

Manufacturer narrative:
The explanted device was not returned for evaluation and therefore the report of a potential driveline short to shield issue could not be conclusively determined; however, the report of pump speed reductions was confirmed based on the information contained in the submitted system controller log file. Multiple pump stoppages occurred on (B)(6) 2016 while the system was connected to the power module. These events were associated with low speed hazard, low flow hazard, and driveline disconnect alarms. Based on the manufacturer¿s past experience and similar reported events, the pump stoppages and alarms captured in the log file could be the result of a potential driveline wire issue. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that a pump exchange was performed on (B)(6) 2017 because the patient did not want to live with the mental stress of a potential driveline short to shield issue any longer. The explanted device was reportedly by the hospital.